Event description:
The customer observed falsely elevated architect prolactin results which questioned by the physician on multiple patients. The customer sent out multiple times specimens at quest diagnostic laboratory for repeat on prolactin and monomeric prolactin which are normal according to quest reference range. The result provided were: patient 1 81yrs old male: on 02aug2022 at quest total prolactin=11.2 ng/ml; monomeric prolactin=5.2 ng/ml 20aug2019 architect prolactin result= 42.05 ng/ml /sent sample to quest results: total prolactin= 12.4 ng/ml; monomeric prolactin= 4.0 ng/ml; previous history: 21aug2018 architect prolactin result= 71.71 ng/ml /sent sample to quest results: total prolactin= 16.4 ng/ml; monomeric prolactin= 4.6ng/ml /on 12feb2015=57.04 ng/ml/on 30jun2015=93.82 ng/ml /on 17sep2015=29.19 ng/ml /on 28oct2015= 43.92 ng/ml /on 04dec2015=7.36 ng/ml /on 08jun2016=12.82 /on 02sep2016=62.82 ng/ml /on 10nov2016=5.59 ng/ml / on 22may2017= 4.62 ng/ml /on 28nov2017=7.77 ng/ml /on 09may2018=28.43 ng/ml /30may2018=25.89 ng/ml /21aug2018=71.71 ng/ml /on 18sep2018 at quest total prolactin= 16.4 ng/ml; prolactin,monomeric=4.6 ng/ml patient 2: 64yrs old male: architect prolactin result on 07jul2023 architect prolactin result= 23.0 ng/ml /sent sample to quest results: total prolactin= 15.4 ng/ml; monomeric prolactin= 9.0 ng/ml /on 16mar2023= 24.4 ng/ml /sent sample to quest results: total prolactin= 11.2; monomeric prolactin= 5.2ng/ml /previous history: on 02dec2022=20.2 h ng/ml laboratory reference range for abbott prolactin= male; 3-19 ng/ml; quest total prolactin=2.0 to 18 ng/ml; monomeric prolactin=3.4 to 14.8 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
Updated section d4 expiration date: to 9/26/2023 from 8/26/2023. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect prolactin reagent lot number 45111ud00. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. In-house testing meets acceptance criteria, and the product is performing as expected. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as architect prolactin that employ mouse monoclonal antibodies. Additional information may be required for diagnosis. Prolactin may exist in alternate structural forms (e.g., macroprolactin) which may exhibit variable levels of physiological activity. In patients with elevated prolactin results, additional information may be required for diagnosis. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot number 45111ud00. Updated information in section g1: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.

Event description:
The customer observed falsely elevated architect prolactin results which questioned by the physician on multiple patients. The customer sent out multiple times specimens at quest diagnostic laboratory for repeat on prolactin and monomeric prolactin which are normal according to quest reference range. The result provided were: patient 1 81yrs old male: on (B)(6) 2022 at quest total prolactin=11.2 ng/ml; monomeric prolactin=5.2 ng/ml. (B)(6) 2019 architect prolactin result= 42.05 ng/ml /sent sample to quest results: total prolactin= 12.4 ng/ml; monomeric prolactin= 4.0 ng/ml; previous history: (B)(6) 2018 architect prolactin result= 71.71 ng/ml /sent sample to quest results: total prolactin= 16.4 ng/ml; monomeric prolactin= 4.6ng/ml. On (B)(6) 2015=57.04 ng/ml, on (B)(6) 2015=93.82 ng/ml, on (B)(6) 2015=29.19 ng/ml, on (B)(6) 2015= 43.92 ng/ml, on (B)(6) 2015=7.36 ng/ml, on (B)(6) 2016=12.82, on (B)(6) 2016=62.82 ng/ml, on (B)(6) 2016=5.59 ng/ml, on (B)(6) 2017= 4.62 ng/ml, on (B)(6) 2017=7.77 ng/ml, on (B)(6) 2018=28.43 ng/ml, (B)(6) 2018 =25.89 ng/ml, (B)(6) 2018=71.71 ng/ml, on (B)(6) 2018 at quest. Total prolactin= 16.4 ng/ml; prolactin,monomeric=4.6 ng/ml. Patient 2: 64yrs old male: architect prolactin result on (B)(6) 2023 architect prolactin result= 23.0 ng/ml /sent sample to quest results: total prolactin= 15.4 ng/ml; monomeric prolactin= 9.0 ng/ml, on (B)(6) 2023= 24.4 ng/ml. Sent sample to quest. Results: total prolactin= 11.2; monomeric prolactin= 5.2ng/ml. Previous history: on (B)(6) 2022=20.2 h ng/ml laboratory reference range for abbott prolactin= male; 3-19 ng/ml; quest total prolactin=2.0 to 18 ng/ml; monomeric prolactin=3.4 to 14.8 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.